Event description:
It was reported that the patient had a driveline communication fault on the morning of (B)(6) 2025, which they thought had started around 7:30 am. Log files were submitted for review from (B)(6) 2025 for comparison. It was thought that the device malfunction was thought to be related to the device. Imaging was used to diagnose the percutaneous lead issue. Following review of the submitted log files, it appeared that the event log from 27sep2025 captured driveline communication faults (comm b) throughout the log. The log file from (B)(6) 2025 captured periods of persistent pulsatility index (pi) events and a lone low flow event that appeared to have been patient related. There also appeared from the x-ray images provided, that there was heavy tape on the pump side driveline. The patient side of the driveline, directly before the modular cable, had a tear in the outer sheath. The damage had been taped since (B)(6) 2024 (cs-218125). The area required additional tape later on to secure the original tape. On the system controller side of the driveline, there was some wear and tear noted with a small amount of tape placed more recently. It was reported that the patient showered regularly, twice weekly. There was some corrosion identified on the outer portion of the modular cable connection. The internal portions of the connectors looked good. The inline driveline connection was cleaned. The system controller and modular cable were exchanged, which resolved the driveline communication fault alarms. It was later reported that the low flow system controller upgrade was performed per request of the provider. The low flow 2.0 software was requested due to persistent low flow alarms, which were not caused by physiological cause. There was no device related cause identified. The patient had a cardiac computed tomography (CT) scan with no signs of obstruction in the outflow graft to explain the low flow alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a low flow alarm, a specific cause could not be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log files captured events on 17sep2025 and 27sep2025. A low flow alarm was captured on (B)(6) 2025 associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The account submitted four images, two x-ray images and two photos. One of the photos captured the modular cable and the pump inline connector connected with corrosion within the threads. The other image captured the pump inline connector pins clean and corrosion within the connection threads of the connection. The two x-rays did not reveal any findings which would indicate a functional issue with the driveline. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. An are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow, and pulsatility index (pi). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The IFU explains that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 5 of the IFU, ¿alarms and troubleshooting¿, and section 7 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. These sections also outline system controller alarms as well as how to respond to each alarm condition. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.